Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center director reported a loss of suction during lasik flap creation. They were able to retreat and do not anticipate any problems. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior and after the day of the treatment. Review of the logfiles for the day of treatment shows one treatment was aborted by a vacuum too low error after the channel cut was done. The user was able to achieve valid but suction values for vacuum were near the lower limit most possible due to a movement of the patient¿s eye the suction value dropped below the limit to and the system aborted the treatment. According to the logfiles the issue is caused by docking technique and patient¿s eye movement. The system shows no deviation which can contribute the reported issue from the technical side. (B)(4).